Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation of the device revealed that the right atrial (ra) lead had sensing issues due to p-wave amplitude variation. It was determined using fluoroscopy that the ra lead was dislodged. The patient reported symptoms of lightheadedness and dizziness. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and sensing issues. As received, a complete lead was returned in one piece for analysis. The reported event of sensing issues was not confirmed. Visual and x-ray inspections found the outer insulation twisted at 15.0 cm to 16.2 cm from the connector pin and over-torque of the inner coil at the connector region all consistent with procedural damage.